Event description:
It was reported that the system 9800 displayed "keyboard failure" and it was not operational. The system had to be reinitialized to recover from the error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system interface circuit board was defective. The circuit board was replaced and the software nodes reloaded. The system was tested and found to be working as intended and placed back into service.